Manufacturer narrative:
The suspect cable trays were returned to the manufacturer for analysis. The trays was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that the o-arm mvs (mobile viewing station)-monitor and pendant shows: "battery level is critical." No patient present.

Manufacturer narrative:
The suspect cable trays were returned to the manufacturer for analysis. The trays was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The suspect cable trays were returned to the manufacturer for analysis. The trays was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The suspect cable trays were returned to the manufacturer for analysis. The trays was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.